Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 420 units of insulin. The customer reported blood glucose level was 66 mg/dl, and was addressed by consuming breakfast. Additionally, the customer reported that after delivering some insulin, the pump recalculated the fill estimate; however, the value was inaccurate. The customer declined to provide the fill estimate value. The customer reported that the all of the supplies would be changed and declined further follow-up from tandem technical support.